Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed on (B)(6) 2024, under general anesthesia. Additionally fiducial markers were placed. It was reported that the physician had an abnormal hydrodissection, as noticed by the boston scientific representative. The physician did not believe there was anything abnormal during the placement, as he saw ureteral jets on ultrasound, and confirmed that the needle was not in the blood vessels. Therefore, the injection of the hydrogel was performed. Upon injection the representative pointed out that the placement seemed abnormal, and the physician stopped the injection. When they looked at the ultrasound the gel seemed to partially go into the bladder. The placement was completed after injecting around 3-4cc of hydrogel. When the images were reviewed, a concern arose that some of the hydrogel was in the correct position (although asymmetric), while another portion was located within the bladder. As a result, the patient was scoped on the same day of the placement, and it was noticed that there was nothing in the urethra. However, the gel entered the bladder, and it was observed fluctuant material within it, the physician irrigated the patient, and nothing came out. A larger catheter was inserted, and the patient was flushed again; subsequently, a white material emerged from the patient's anatomy. However, the physician was not certain that this was hydrogel or debris coming from the bladder. "The catheter was left within the patient. Upon the patient's return, it was observed that his urine was pink. Notably, the patient is on eliquis. Subsequently, the patient underwent irrigation again, and the fluid emerged clear. At the time of this report the patient did not present any symptoms or complications.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.